Manufacturer narrative:
During an intracranial aneurysm embolization, the doctor was using an enterprise vrd and when attempting to deliver the stent it was noted that the proximal section of the delivery system broke into two pieces. The entire device was pulled out as a unit with the microcatheter. The enterprise was replaced with another device which was used with the same microcatheter since it was not damaged. The procedure was successfully completed with no patient injury. Prior to inserting in the patient, the stent was not exposed or recapture and did not exit the introducer prior to insertion. The introducer was completely seated in the microcatheter hub. After the introducer was seated in the microcatheter hub, the y connector/touhy was closed to secure the introducer from moving, and there was no resistance/friction during advancement of the stent/delivery system. Therefore, no additional force/torque was used at any time to advance the stent/delivery system. Constant fluoroscopy was performed at all times during insertion of the stent/delivery system, and a constant and dedicated saline source was utilized at all times. After the event and removal, the stent was recaptured in the introducer. Other than the reported event, no damages were noticed on the delivery system. There was no serious injury reported with the event. One non sterile unit of enterprise vrd and delivery was received coiled inside of a plastic bag in two pieces. One of the pieces shows the enterprise stent mounted in delivery wire inside of introducer tube. The other piece of delivery wire has a fracture/separation condition it was noted at the distal section, the separation point is near to the proximal end of the proximal marker of delivery wire. The stent was expanded and no damages were noted on the stent. No other anomalies were observed on the components of received device. Sem analysis was performed on the returned device. The results showed that the core wire fracture/separation surfaces presented evidence of smearing characteristics as well as ductile dimples. Pulling or tension motion could be related to these surface characteristics; however the exact cause of the possible separation could not be conclusively determined. Cutting as the root cause was discarded (by comparison) since the fracture sites did not present any characteristics typical of this failure mode. There was no evidence of corrosion or pitting found in the sample. (B)(4) reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01416197. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. The reported delivery wire was confirmed with analysis of the returned device. The exact cause of the separation could not be conclusively determined; however with review of the sem analysis there is no indication of a relationship to the manufacturing process; the surface appearance was characteristic of evidence of pulling or tension motion. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Although based on the available information no conclusion can be made regarding possible contributing factors, neither the device history record nor analysis of the returned device indicates a relationship of the failure to the manufacturing process. Therefore, no corrective action will be taken at this time.

Manufacturer narrative:
During an intracranial aneurysm embolization, the doctor was using an enterprise vrd delivery stent and when he open the sterilized product and try to deliver the stent he noticed that the proximal section of the delivery system broken into two pieces and it was pulled out as unit with the microcatheter and replace with another device. The delivery system was not kink or bend. After the event, the enterprise and microcatheter were both removed as a unit, since the doctor noticed it was broken and the microcatheter was pulled out with the stent inside. However, the same microcatheter was utilized to complete the procedure, since it was not damaged. Prior to inserting in the patient, the stent was not exposed or recapture. During insertion, the stent did not exit the introducer, and the introducer was completely seated in the microcatheter hub. After the introducer was seated in the microcatheter hub, the y connector/touhy was closed to secure the introducer from moving, and there was no resistance/friction during advancement of the stent/delivery system. Therefore, no additional force/torque was used at any time to advance the stent/delivery system. Constant fluoroscopy was performed at all times during insertion of the stent/delivery system, and a constant and dedicated saline source was utilized at all times. After the event and removal, the stent was recaptured in the introducer, and other than the reported events, no damages were noticed on the delivery system. There was no serious injury reported with the event. Additional information will be submitted within 30 days of receipt.

Event description:
During an aneurysm embolization, the doctor was using an intracranial enterprise vrd delivery stent and when he open the sterilized product and try to deliver the stent he noticed it was broken so he pull it out and replace it with another device.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.